Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has been experiencing difficulty with her ipg successfully communicating with the charging system due to the ipg being tilted in the pocket. The patient stated her ipg does not lay flat against her skin and she has to push the device flush when charging. Subsequently, the patient may undergo surgical intervention as the next course of action.

Event description:
It was reported the patient underwent surgical intervention where her ipg was explanted and replaced with a different model. The patient reported effective stimulation therapy postoperative.